Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). The complaint registered here was first found not to be reportable: there was a failure of the sling at the loop which did not lead to a situation that caused a person to drop, and at the time did not appear likely to carry the potential for such a drop. In addition, the sling was found not to be up to specification when it was inspected before (re)use (as per labeled user requirements*). As a consequence the sling was not being used for pt handling as the fault was found before (re)use. *the sling IFU currently used (B)(4) contains the crucial information: "it is essential that the sling attachment cords, the slings, their straps and the attachment clips are carefully inspected before each and every use. If the sling, cords or straps are frayed or the clips damaged, the sling or attachment cord should be withdrawn from use immediately and replaced." However, while subsequently reviewing similar reportable events for slings, we have found a number cases with similar fault description (loop stitching inside of loop failed) that actually did cause such a drop or where it was found likely to happen. As a result this complaint is now considered to be reportable in abundance of caution. From our evaluation it appears that the cause of the reported event was incorrect pt and sling handling: most likely a failure to check for obstructions. The need for this check is clearly stated in the instruction for use for the arjohuntleigh lift devices for which the sling is meant to be used. The trend observed for reportable complaints with this failure mode on slings is currently considered to be low and stable. We have not been able to find any contributing manufacturing anomalies. The received information and our evaluation as described above are showing that if the IFU safety warnings are followed there will be no pt or caregiver risk.